Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her ipg was unable to communicate with her charger. The patient repositioned the antenna and added pressure to the paddle but was still unable to communicate the ipg with the charger. The patient reports she has gained some weight. The patient reports she has been unable to recharge her scs system since (B)(6) 2013 and has not been receiving stimulation since then. In addition, ther patient is unable to communicate her ipg with her programmer and the programmer displays a communication error message. Further follow up with a sjm representative is pending to evaluate the scs system.